Event description:
It was reported that t-wave oversensing (twos) occurred. The lead is still in use. No patient complications have been reported as a result of this event. It was further reported that the ventricular lead continues to show twos and there was an impedance spike several months ago. It was also noted that the atrial lead has oversensing as far field r waves are being recorded. Both leads remain in use.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.